Manufacturer narrative:
A ge oec service representative investigated the issue with the biomed engineer from the facility and replaced the filament driver pcb. Upon completion of that to correct the pre-charge failure error, a multitude of other issue developed that necessitated extensive parts replacement, and service, including, but not limited to an image intensifier replacement, most pcbs in the sbc, various software and firmware upgrades. The system was finally tested and returned to operation as intended. There was no reported patient involvement due to this system malfunction. The system was released to the customer for use.

Event description:
The ge oec 9800 fluoroscopy system had a "pre-charge failure error" message displayed and the system was then inoperable.